Manufacturer narrative:
(B)(4). Pump received with broken reservoir tube lip noted.

Event description:
It was reported that the reservoir compartment thread opening chipped off. The customer¿s blood glucose level was unknown. The customer also reported that the thread that lock the reservoir completely chipped off. The insulin pump will be returned for analysis.